Manufacturer narrative:
G4: 14apr2020 b4: (B)(6)2020. The biomedical engineer reported that they replaced the power overlay to correct a dim led (light emitting diode). The biomedical engineer reported that the unit shutting down could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported that the unit shut down twice and restarted. The customer contacted product support and requested for service repair. Product support advised the customer to consult with the operator to verify if the unit actually shut down. Product support advised the customer to perform 5000 code troubleshooting. Product support advised the customer to run the unit on a test lung for a day to see if the issue will repeat and to perform a full pvt to attempt to duplicate the issue. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported.